Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a positive reaction was assessed as negative by the ih-reader 24. The affected product was ih-cell I-ii. The customer informed us that the positive reaction was caused by a nonspecific igg antibody. The customer did not provide a sample of the allegedly defective product ih-cell I-ii for investigational testing. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot on the ih-reader 24. Four different weak positive reacting antibodies were used for this test: anti-d, anti-c, anti-fya and anti-k. All positive and negative reactions were correct. All reactions were correctly evaluated by the ih-reader 24. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The costumer sent in patient samples for investigational testing. Upon arrival, our quality control laboratory tested the patient samples with their retention sample of the supposedly defective lot and also the current lot. With both lots, the patient samples reacted clearly negative. The controls reacted correctly positive and negative. All positive and negative reactions were correctly evaluated by the ih reader 24. Three ih card images were provided for investigation. Analysis of the first image shoes that the texture calculated was 1412 while the threshold for the weak reaction was 2000. According to the algorithm specification, the negative interpretation was confirmed. The density of the dark pixel was not enough to be considered as weak reaction. The reading module and camera were correctly adjusted. The texture calculated for the secone image was 1624 while the threshold for the weak reaction was 2000. According to the algorithm specification, the negative interpretation was confirmed. The density of the dark pixel was not enough to be considered as weak reaction. The reading module and camera were correctly adjusted. An analysis of the third image was not possible because it was taken before processing the relevant wells. Based on the investigation the complaint was classified as confirmed - epp (expected product performance): the customer did not provide the complaint sample and the retention sample reacted as expected. The patient sample with the nonspecific igg antibody reacted clearly negative in the test of quality control laboratory. Not all data on all false negative rated reactions were provided. In the data provided, the texture value was below 2000. The threshold for a weak positive reaction was 2000. According to the algorithm specification, the negative interpretation was confirmed. The density of the dark pixel was not enough to be considered as a weak positive reaction. The reading module and camera were correctly adjusted.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a positive reaction was assessed as negative by ih-reader 24. The affected product was ih-cell I-ii. The customer did provide a sample of the allegedly defective product ih-cell I-ii for investigational testing but she provided a patient sample. Our quality control laboratory tested their retention sample of the supposedly defective lot on the ih-reader 24. Four different weak positive reacting antibodies were used for the test: anti-d, anti-c, anti-fya and anti-k. All positive and negative reactions were correct. All reactions were correctly evaluated by the ih-reader 24. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Data filed of the affected ih-reader 24 were provided for investigation. Analysis of the data files is still ongoing and so is testing of the provided patient sample.